Event description:
The reporter stated, the surgeon inserted an aq2010v three piece silicone lens to replace a pmma lens implanted thirty years ago. Vitrectomy was performed after pmma lens was removed and prior to aq2010v lens insertion. After lens was inserted, found lens to be decentered due to inadequate capsular support. Lens was removed in one piece and decision was made to implant a anterior chamber lens. Three sutures were required to close the superotemporal corneal incision. No suture was needed to close the sclerotomy site. Reporter stated incident was due to pt related condition.

Manufacturer narrative:
(B)(4): eval results - visual inspection of the returned product found no visible damage to lens. There was evidence of reddish residue on lens surface. Conclusions: based on the complaint history and eval of the returned product, the root cause of the event has been determined to be due to a pt related condition and was not lens related. (B)(4).